Manufacturer narrative:
The system crashed due to a corrupted file being created during patient images loading. Retrospective reporting of issue following FDA inspection - documented internally in corresponding CAPA.

Event description:
During surgery, a patient was under anaesthesia, additional images were being imported following a scan with an o arm to collect the 3d neurolocate image series to allow registration of the patient to the robot coordinates. The neuroinspire software within the robot system brought up an error message. Following attempts to restart the pc and transfer the images from pacs and usb stick the images would still not upload so surgery was cancelled. No harm to patient but medical intervention required to close patient with no clinical benefit. Patient recovered from ga. 3d neurolocate not available for sale in the USA, but the image upload issue is unlikely to be due to the use of 3d neurolocate. The surgeon needed to surgically close the patient up without being able to compete the planned surgery. This is being reported on the basis of the surgical intervention to close the patient at an unplanned stage of the surgery due to a malfunction of the device.